Event description:
Exposed to chemical fumes emitted from equipment that malfunctioned in a darkroom in the radiology dept. Symptoms included headache. Equipment removed from hosp, odor dissipated. Sulfur gas emitted. Air test for h2s, results negative. Employee became a pt seen in e.r. Treated & released.